Event description:
It was reported by the customer that on 18 june 2025, it was seen that when flushing there were leaks at the insertion site. You can still get blood back. The catheter was removed because the patient has an infection with an unclear focus. The catheter tip is cut off and sent for general culture, shows no growth. The rest of the catheter is flushed through and then a hole is seen in the tube 0.5 cm from the insertion site. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however the exact cause is unknown. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. An initial visual observation showed use residue on the catheter. A microscopic observation revealed two curved longitudinal splits in the catheter directly across from each other at the 1 cm depth marking. The fracture surfaces of the splits were observed to be rough and granular in texture, and the edges of the split were observed to be somewhat uneven with a superficial crack branching from each split. The exact cause of the splits in the returned catheter could not be determined based of the observed evidence; however, possible causes of the damage include excessive/repeated compression, over-pressurization, exposure to incompatible chemicals, and/or contact with a hard surface or instrument. This complaint will be recorded for future trending and monitoring purposes.